Manufacturer narrative:
The reported event could be confirmed. The device returned is a star poly that was broken in half perpendicularly to the sliding groove. The material is extremely deformed proving that high forces/loads were applied to the implant during extended period of times. The lot number could be identified as 1302207, which allowed the identification of the catalog #. Since the x-rays for this case were provided, the opinion of a medical expert was requested. He stated:¿ revision surgery after ankle replacement is not uncommon. Unfortunately it is more common than in hip and knee. Probably the wear and tear in the ankle is higher, also because of the complex movement in the ankle. The polyethylene core is exchanged after fracturing most often, but some surgeons replace it if revision is needed (also for other components) just to place a newer generation polyethylene core in the ankle. This is mainly done because these surgeons do acknowledge the higher wear on the ankle prosthesis. Looking at the literature, the mean time for polyethylene core breakages to occur is around 5-7 years, however the range is wide from just over 1 year to 10 years. In this case it was 6 years, which is unfortunate. The syndestosis (bony-bridges) which is shown between the fibula and the tibia might have contributed to a different load on the polyethylene core since it effects movement in the ankle joint. This could be a cause for this relatively early breakage of the core." Therefore, this case can be classified as patient related. The breakage was caused by how the loads were applied on the device on this specific patient. No clinical root cause could be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the mobile bearing fractured. Revision surgery occurred as a result.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the mobile bearing fractured. Revision surgery occurred as a result.